Manufacturer narrative:
Event date and implant date are approximated since they are unknown.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. After the procedure was finished the patient needed to have a pericardial tap performed for a pericardial effusion that presented. The day after the procedure the patient was discharged. At an unknown day a couple of days after the procedure the patient went back to the hospital for the stomach pain. The patient ultimately ended up expiring. The physician believed that the watchman had nothing to do with the death of the patient and that this was more of a gi related death.